Manufacturer narrative:
Pump passed displacement test, self test, off no power test, unexpected restart error test and all operating currents tested within the specification range. Pump was monitored and tested with no dead battery and unexpected restart alarm noted. Pump received with broken belt clip slot, cracked battery tube thread, cracked reservoir tube lip, cracked case near display window corners, cracked on display window, stained end cap sticker and minor scratches on display window noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump received an unexpected restart after putting new battery. The customer¿s blood glucose level was 248 mg/dl. The customer was assisted with troubleshoot and customer stated that they put new battery and unexpected restart had recurred. The customer was advised that the insulin pump will be replaced. The insulin pump will be returned for analysis.